Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2011. It was reported that the pt had seizures within days of implantation of the system. The pt also admitted that he had been taking medication for the seizure. Follow up with the pt found the pt is moving to another state and plans to consult a neurologist for the best course of action. No further info is available at this time.